Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of five reports (3007042319-2015-02774, 3007042319-2015-02775, 3007042319-2015-02776, 3007042319-2015-02777 and 3007042319-2015-02778) submitted for devices related to the same event.

Event description:
It was reported that the patient called the vad coordinator to inform him that the controller was changing power sources earlier than expected for all of his batteries. The batteries were replaced and there was no reported effect on the patient. Investigation is ongoing.

Manufacturer narrative:
Catalog number (1650de). (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and four batteries with the potential to malfunction due to faulty internal cells. This is one of five reports (3007042319-2015-02774, 3007042319-2015-02775, 3007042319-2015-02776, 3007042319-2015- 02777 and 3007042319-2015-02778) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.